Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes 5 samples exhibited oil gel globules. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes 5 samples exhibited oil gel globules. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The evaluation of the photo does not demonstrate oil gel globules in the serum of the tube. A total of 100 retained samples were visually inspected, and no gel defects related to oil gel globules were detected. Complaints for sample quality were not under statistical control for the month of january 2025. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode oil gel globules. No definitive root cause was identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.